Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), rheumatoid arthritis ('autoimmune disorder: rheumatoid arthritis') and sjogren's syndrome ('autoimmune disorder: sjogren's syndrome') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation in 2012, overweight, pid pelvic inflammatory disease, (B)(6) infection, osteoarthritis and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included cervical dysplasia, menses irregular, hypothyroidism, uterine bleeding and adenomyosis. Concomitant products included nabumetone since (B)(6) 2016 for antiinflammatory therapy, duloxetine hydrochloride (cymbalta) and venlafaxine hydrochloride (effexor) for anxiety and depression, ethinylestradiol;norgestimate (ortho tri-cyclen lo) (B)(6) 2012 to (B)(6) 2012 for birth control, gabapentin and tizanidine since 2013 for fibromyalgia, adalimumab (humira), etanercept (enbrel), morphine sulfate since (B)(6) 2017 and prednisone for rheumatoid arthritis, methotrexate for rheumatoid arthritis and sjogren's syndrome, hydroxychloroquine for sjogren's syndrome and rheumatoid arthritis, antibiotics for tooth disorder as well as oxycodone since (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2017. In (B)(6) 2012, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and sjogren's syndrome (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("anxiety"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and fibromyalgia ("fibromyalgia"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypermetropia ("vision/eye problems: farsightedness, astigmatism in both eyes") and astigmatism ("vision/eye problems: farsightedness, astigmatism in both eyes"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, rheumatoid arthritis, sjogren's syndrome, menorrhagia, anxiety, depression, tooth disorder, hypermetropia, astigmatism, fatigue, weight increased and arthralgia outcome was unknown and the vaginal haemorrhage, migraine, dyspareunia and fibromyalgia was resolving. The reporter considered anxiety, arthralgia, astigmatism, back pain, depression, dyspareunia, fatigue, fibromyalgia, hypermetropia, menorrhagia, migraine, rheumatoid arthritis, sjogren's syndrome, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: vaginal bleeding, migraine headaches, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: plaintiff fact sheet and medical records were received. Events per pfs: back pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, depression, autoimmune disorder: rheumatoid arthritis, migraines / headaches, dental problems, dyspareunia (painful sexual intercourse), vision/eye problems: farsightedness, astigmatism in both eyes, fatigue, weight gain, autoimmune disorder: sjogren's syndrome, fibromyalgia and joint pain. Medical history, concurrent condition, concomitant medication were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.